Manufacturer narrative:
Device evaluation: one cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Functional testing involved powering up the pump and showed the device immediately started double beeping and also displayed error code 1820. The investigation determined that the downstream sensor was the cause of the reported issue. The downstream sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep, no cassette. No adverse effects were reported.